Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the unit was stalling when pressure was added during cutting. A visual and functional assessment was performed which found that the unit stopped oscillating when meeting resistance during cutting. During repair, it was observed that the oscillator head base was corroded and worn. It was determined that the fork was worn. It was further determined that the ball bearings and the plug sa 400 and angle sleeves were corroded. It was further determined that the issue was consistent with normal wear. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement surgical procedure, it was discovered that the battery oscillator device met resistance and stopped rotating. It was reported that there was a minor delay of five minutes to obtain a spare device and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.